Event description:
It was reported that after spaceoar vue implantation and transperineally fiducial markers placement, the images were reviewed, and it was observed that the hydrogel was partially infiltrating the rectal wall and placed to the right side. No patient complications were reported as a result of this event. Additional information. It was further reported that the hydrogel was displaced, due to the position of the hydrogel was not possible to assure that it's located under the rectal wall or whether only a tiny avulsion under the rectal wall. The patient is asymptomatic.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11. Block b5 was updated based on additional information received on 02feb2025.

Event description:
It was reported that after spaceoar implantation and transperineally fiducial markers placement, the images were reviewed, and it was observed that the hydrogel was partially infiltrating the rectal wall and placed to the right side. No patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.